Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The device was replaced to address these issues. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported failure to complete its internal self-test was due to due to an isolated component failure within the pneumatic block while the internal battery degraded warning alarm was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.